Manufacturer narrative:
The investigation determined the maintenance and service actions resolved the issue.

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results from the cobas 6000 c501 analyzer. Data for one patient was provided as an example. The initial result was 3.45 mg/dl and the repeat results were 1.65 mg/dl (other cobas c501) and 1.66 mg/dl (original cobas c501 after probe replacement). The result of 1.65 mg/dl was believed correct. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found there was an issue with the probe and splashing. The customer replaced the probe and ran qc. The field service engineer verified the operation of the analyzer, checked the calibration trace, and qc, and ran precision testing. The investigation is ongoing.